Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b3: the date of event was reported as 1/1/2020 on the initial report. Subsequent follow-up with the customer, it was reported that the event occurred on (B)(6) 2020 however, the exact date was unknown. B5: subsequent follow-up with the sales rep, it was reported that there was no case involved. Therefore, the event did not occur during surgery. There was no surgical delay but the customer has several pumps that are readily available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had broken screws from the pedal was confirmed. It was further found that the sub-d connector was blocked and the left cover was broken. The device was also found to not be calibrated correctly and had inadequate flow. The irreparable cover was replaced, a mechanical upgrade was performed, the device was newly calibrated, cleaned, repaired and found to be fully functional. User mishandling of the device is the most probable root cause for the physical damage to the device. The physical damage would have caused the device to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/07/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/07/2017 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the screws from the pedal of the fms duo+ pump/shaver combo ns are broken and still remains in contact with the unit. No patient consequence and no surgical delay was reported. No additional information was provided.